Event description:
It was further reported that an additional battery malfunctioned.

Manufacturer narrative:
D1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31 mar 2017 / serial or lot#: bat553051 UDI #: (B)(4), d10: no h4: mfg date: 31 mar 2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h10: d4 serial number updated to (B)(4).product event summary: the controller, seven (7) batteries , and one (1) controller ac adapter (unknown serial number) were not available for analysis. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. A power source lubrication procedure was performed for (B)(4).and (B)(4). On (B)(6) 2018, and for (B)(4)., and (B)(4). On (B)(6) 2018. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event after lubrication can be attributed, but not limited to a communication error and/or momentary disconnection due to temporary corrosion of the controller-port/power-source pins. There is no evidence that the lubrication servicing was performed on (B)(4)., (B)(4). And (B)(4). Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events without lubrication can be attributed to communication errors and/or momentary disconnections between the controller and power sources. However, the reported beeps are most likely attributed to momentary disconnections between the controller and power sources.   Additional products: d4: serial or lot#: unk controller ac adapter h6 FDA method code(s): 4114 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 d4: serial or lot#: (B)(4). H6 FDA method code(s): 4114 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 d4: serial or lot#: (B)(4).h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 d4: serial or lot#: (B)(4).h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 d4: serial or lot#: (B)(4). H6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 d4: serial or lot#: (B)(4).h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 d4: serial or lot#: (B)(4).h6 FDA method code(s): 4114 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 d4: serial or lot#: (B)(4). H6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for investigation completion. Product event summary: the controller, seven (7) batteries , and one (1) controller ac adapter were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Additionally, analysis of the data log files revealed momentary disconnections that did not lead to power switching involving a controller ac adapter. Momentary disconnections will result in an audible tone. As a result, the reported power switching, and beeping events were confirmed. A power source lubrication procedure was performed in accordance with the requirements for (B)(4).on (B)(6) 2018, and for (B)(4). On (B)(6) 2018. There is no evidence that the lubrication servicing was performed on (B)(4). And the controller ac adapter. While the products were not available for physical analysis, the most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. The reported beeps are most likely attributed to momentary disconnections between the controller and power sources. Internal evaluation investigated momentary disconnections prior to lubrication servicing. Additional products: d4: serial or lot#: unk controller ac adapter h6 FDA method code(s): 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 d4: serial or lot#: (B)(4).h6 FDA method code(s): 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 d4: serial or lot#: (B)(4).h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 d4: serial or lot#: (B)(4). H6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 d4: serial or lot#: (B)(4). H6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 d4: serial or lot#: (B)(4). H6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 d4: serial or lot#: (B)(4). H6 FDA method code(s): 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 d4: serial or lot#: (B)(4). H6 FDA results code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
;This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller ac adapter model #: 1425 / catalog #: 1425 / expiration date: unk / serial or lot#: unk. UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31 mar 2017 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31 mar 2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 12 jul 2018 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31 jul 2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 28 dec 2017 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31 dec 2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31 mar 2017 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31 mar 2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 11 may 2018 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31 may 2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31 mar 2017 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31 mar 2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching with beeping and the controller ac adapter and batteries exhibited power switching post lubrication. The controller, controller ac adapter, and batteries were exchanged. No patient complications have been reported as a result of this event.